Event description:
The customer reported an intermittent loss of the live fluoroscopic x-ray image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.